Manufacturer narrative:
(B)(4). Batch #: u95063. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition, the I blade lower tip was bent. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. This is a analysis for a set of images / an image submitted to ethicon endo surgery for evaluation. Image: the image provided by the customer is that of what appears to be a nslg2c device inserted in to a non-ees trocar. A closer look to the jaw area, the jaws were closed. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the blade got stuck. It was not possible to remove from the trocar. The device did not complete the cycle. It jammed and the surgeon stopped activating. The jaws remained open and the surgeon could not close them. So in order to remove the device from the patient, it was necessary to remove the trocar and force the shears from the trocar. There were no patient consequences.